Event description:
It was reported that (3) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 instrument clips were closing distally and not proximally, and after removing applier, there was not enough hemostasis. Only (1) of the (3) devices involved will be returned.